Event description:
Remediation-physician evaluation: on two separate occasions, the distal tip of the catheter kinked while the physician advanced into the valve of a pinnacle sheath. The physician stated "the key learning here is to always hydrate the other portion of the catheter, use the peel-away sheath and "gently" advance the tip through the valve over a .035 wire. The tip of the catheter is much softer than the envoy guide."

Manufacturer narrative:
Conclusion: as per FDA feedback of 08/28/2009, this defect, if not discovered, could contributed to injury or death.